Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that when the pump was implanted the patient contracted a blood infection. It was noted that the patient was hospitalized in quarantine and "almost died" as the infection almost reached their brain, so pump was never filled.